Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One spline ha cylinder implant was returned for inspection. The implant shows large signs of damage and tissue attachment about the outer ha coated area. The collar of the implant is badly damaged. The internal drive feature is confirmed to contain debris and the reported fractured screw, which was too badly damaged to be removed. A malfunction has occurred as reported thus the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported than an unknown zimmer screw fractured inside of the implant (1851). The site was grafted and a new implant was placed. Tooth location 13.